Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not as responsive and had to press harder. The customer had to rewind the insulin pump because it got stuck. The battery compartment cap was loose. The motor sound was a bit louder and the insulin pump received error codes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.